Event description:
It was reported that a device fracture occurred. The patient underwent stent implantation for carotid artery. A 300 cm filterwire ez was selected for use. During the procedure, after placing an 8f short sheath, a pt2 guidewire support was used at the lesion at the left carotid artery. However, when the device entered the delivery catheter, it was noted that the avulsion part of the delivery sheath was fractured. The procedure was then completed with another of same device. No complications were reported and the patient was stable post-procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the wire was returned inside the retrieval sheath and the filter bag came back in deployed state. Also, the retrieval sheath and a package with accessories were returned. Sheathing/unsheathing could not be performed, since the wire was exposed through the delivery sheath, moreover the spring tip was bent and stretched.

Event description:
It was reported that a device fracture occurred. The patient underwent stent implantation for carotid artery. A 300 cm filterwire ez was selected for use. During the procedure, after placing an 8f short sheath, a pt2 guidewire support was used at the lesion at the left carotid artery. However, when the device entered the delivery catheter, it was noted that the avulsion part of the delivery sheath was fractured. The procedure was then completed with another of same device. No complications were reported and the patient was stable post-procedure.